Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad trace. The device passed functional testing including the displacement, rewind, basic occlusion, prime and no delivery tests. Broken battery tube threads, cracked reservoir tube lip, cracked display window, cracked and scratched lcd window noted.

Event description:
Customer reported that she had high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 289 mg/dl at the time of emergency room visit. Customer stated that she had an issue with her insulin pump it was constantly alarming button error, she turned it off and ended up in the hospital with high blood glucose. Nothing further was reported.